Event description:
Screwdriver shaft broke while tightening glenosphere.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.